Event description:
During preventive maintenance, it was noted that the chassis was cracked. The crack occurs between the two back wheels. All six units in the hosp are affected. The crack cannot be seen unless the entire cover of the machine is removed and the chassis is carefully inspected. Four months ago, the MFR was notified and the hosp was sent a modification. The rptr stated that the modification is only effective if the crack has not started. The danger is that the device, which is very heavy, could fall on the ground or possibly on someone's foot. Also see 1004511.